Event description:
Revision due to pain. The surgeon noticed a fracture of the insert and metallosis of soft tissues. The ball head and the insert were removed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the provided patient x-rays confirms the reported fracture. Review of applicable device history records finds no related manufacturing deviations or anomalies. It found that the products were manufactured per specification and all raw materials met specification. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.